Event description:
Anesthesia was induced with an intravenous technique. After intubation of the trachea, a resident turned on the sevoflurane vaporizer. While he was prepping for a central line, I turned on the desflurane. We didn't figure it out until that the pt was being anesthetized with both sevoflurane and desflurane until the blood pressure decreased precipitously. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.